Manufacturer narrative:
Result of investigation: a visual inspection was carried out on the endoscope. During the technical inspection, the error description provided by the customer could be confirmed.the optical examination the shaft is bent medially, causing a rod lens to break, which is reflected in the image as broken crystals. This causes traced to user. In addition, it was found that the distal solder seam was damaged and had become leaky. This damage allowed moisture to enter the optical system, which also impaired image quality. This cause is traced to wear and tears. We consider the damage to be user error and wear and tear. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that image on the scope is completely foggy and it shows like broken crystals when checked with the tester. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned on 10/21/2025 and will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).